Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was the presence of an outdated patient profile (mrn ending with 9743) that had not been properly discharged, leading to confusion with the active profile (mrn ending with 5017). A technical support specialist advised the customer to contact adt and send a discharge message using the mrn to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es it was unable to pull medications. The customer stated that there was a delay in the dispensing of medication to patient. There were no adverse events or injuries reported based on this incident.